Manufacturer narrative:
Corrected data: d.6a.

Event description:
Patient's family member reported an unknown side rupture and silicone had "spread to other parts of body". Healthcare professional later reported a right side rupture, confirmed via ultrasound and mammogram, and exchange. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Patient's family member reported an unknown side rupture and silicone had "spread to other parts of body". Healthcare professional later reported a right side rupture, confirmed via ultrasound and mammogram, and exchange. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Event description:
Patient's family member reported an unknown side rupture and silicone had "spread to other parts of body". Healthcare professional later reported a right side rupture, confirmed via ultrasound and mammogram, and exchange. Device remains implanted.